Event description:
I was implanted with cox uphoff (dow corning gel) implants 1982. I began having serious health problems beginning around 1988. I never once contributed my health situation/problems to the implants and continued on for several years going to dr. After dr. No one could help me and said it was all in my head. Then I started seeing stories on television concerning breast implants and a light went off and I still didn't want to believe it. I finally found dr. (B)(6) from (B)(6) in 1994, who did an ultrasound and found rupture and leaking. They were explanted right away. I felt immediate relief for a while. Then because the silicone poison was still in my blood stream/system, I began having health problems again. Doctors are mystified to this day. I became permanently disabled and put on (B)(6) disability after having worked my whole life. I was a very athletic, healthy person and when those toxic bags were put in my body, they ruptured and brought me to my knees. I have been sick since 1982 and living in poverty because I am disabled, all because of faulty implants. None of them are safe and thousands of women have died including 3 of my close friends. They need to be taken off the market as they were once before.